Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. An elective explant of the evoke scs system was performed. The patient underwent a transforaminal lumbar interbody fusion (tlif) procedure and the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a transforaminal lumbar interbody fusion (tlif) procedure, during which the physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant. The reason for the evoke scs system explant has not been disclosed to saluda medical representative.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.